Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was attempted but unsuccessful implant due to unknown reason. Additional information from the field representative was obtained which indicated that the technician was unable to straighten the curve which caused the wire to puncture through it. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this lead was attempted but unsuccessful implant due to unknown reason. Additional information from the field representative was obtained which indicated that the technician was unable to straighten the curve which caused the wire to puncture through it. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including insulation tear. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was consistent with a backloaded guidewire escaping the lumen. The reported puncture hole near the tip end of the lead is likely the result of the lead damage observed by the laboratory.